Event description:
The customer reported that the device would not acquire an ECG via paddles.

Manufacturer narrative:
(B)(4). The customer reported that the device would not acquire an ECG via paddles. This was found during testing only. There was no pt involvement. A philips field service engineer evaluated the device and found that the pt connector was not seated correctly. This was reseated to resolve the symptom. No parts were replaced.